Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a system error code 100.5010 was confirmed during testing. Initial functional testing of the suspect pcu after re-assembling the returned suspect device, found that during the power on self-test (post) the device instantly alarmed the reported system error code 100.5010. After replacing the suspect pcu logic board for a known good part, the system error no longer persisted, replication of the error was performed by re-flashing the pcu with the known good logic board using asm and interrupting the process, after the flashing of the pcu was interrupted the pcu stayed in a ¿flashing¿ state until the connection with asm was re-established, after that the pcu rebooted and alarmed system error code 100.5010 during post. The suspect pcu¿s logic board was found to be defective, not allowing the device to enter maintenance mode or establish a connection with asm, therefore, a log review could not be performed. The system error tipsheet states to do the following when encountering a system error on the pc unit: ¿obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department.¿ the bd alaris¿ pcu, model 8015 technical service manual (dir: 10000367870) states in the troubleshooting section to replace the logic board when error code 100.5010 is encountered. This error code occurs when the boot block software version is not compatible with the software flashed into the pcu. Internal and external inspection of the pcu module found no irregularities. The device had no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu module s/n: (B)(6), wo: 02037005, please replace logic board. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the device presenting a system error code 100.5010 is being attributed to a defective logic board. Functional testing found that after replacement of the received suspect pcu logic board the device would no longer present the system error. The root cause of the faulty logic board is being attributed to an interrupted pcu flashing. Functional testing found that if the flashing of a pcu is interrupted, the flash memory becomes corrupted with incomplete application software, audio wave files, data set, and hex files data for the operating system software. Note that this report lists imdrf annex a070504, c0201, d02, g02002 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had displayed error code 100.5010 and would not allow the user to reflash the logic board.